Event description:
No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code: mechanical (g04) - stem. The reported event was able to be confirmed by review of provided images and x-rays. Visual examination of the provided photos identified that the femoral stem had fractured at the distal end. Additionally, radiographs were provided and reviewed by a healthcare professional, which identified a left hip arthroplasty with a fractured femoral component at the level of the distal stem. Possible bony fracture along the medial cortex proximal femoral diaphysis. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a hip revision approximately three months¿ post implantation due to a fractured stem. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Report source: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.